Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that occlusion seemed to deposit on all roller pumps. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to a patient as a result of this event.